Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device passed visual examination but failed functional testing due to cell-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the cell-under-voltage flag. The most likely root cause of the reported event can be attributed to a lifted cell weld. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the battery does not charge in the charger. The battery was exchanged and it was stated that there were no effect on patient. No additional information available.